Manufacturer narrative:
(B)(4).

Event description:
Survey study coordinator contacted dexcom on behalf of patient (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced data gaps on the g5 mobile application when the blood glucose (bg) values are strongly decreasing. The date of event is an approximate date. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Survey study coordinator contacted dexcom on behalf of patient (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced data gaps on the g5 mobile application when the blood glucose (bg) values are strongly decreasing.